Event description:
It was reported that the sterile water leaked during pretest phase and refrained from using the catheter. Sterile water leaked from the foley catheter. Per investigator's notification received on 13aug2025, it was reported that there was asymmetrical balloon was present during sample evaluation.

Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation noted received 1 all silicone foley catheter. No physical defects present. Inflated balloon with 10ml of mbs using inhouse syringe. Inflated properly with no difficulties. Asymmetrical balloon was present therefore a record was opened to capture this. Deflated passively within 1 minute 9 seconds. No leakage was observed during inflation or deflation. Also received 4 photo samples. First photo sample shows top view of catheter with syringe used during reported event. Second photo sample shows end of catheter with deflated balloon. Third and fourth photo sample shows top view of trifurcation site. Fifth photo sample shows inflation cap. Sixth photo sample shows catheter in use. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation no additional actions are required at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterile water leaked during pretest phase and refrained from using the catheter. Sterile water leaked from the foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.